Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the patient was seen in the clinic due to an atrial lead warning. The atrial lead switched to unipolar pacing and low impedance measurements were noted. The clinician left the setting in bipolar with lead monitor at monitor only. The lead remains in use. No patient complications have been reported as a result of this event.